Event description:
Bd recently changed their normal saline flush syringes. Our nicu policy requires saline flushes to be run on the pump at the same rate the medication is infusing; however, these new syringes do not fit on our medfusion pumps. Because of this change, our nurses are having to draw the saline out of the bd syringes into luerlock syringes that are compatible with our pumps. This could potentially compromise the sterility of the product and creates additional work for the nursing staff.